Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings.per the instructions for use (IFU), use of the lal is contraindicated in cases where: "the patient is unwilling to comply with the postoperative regimen for adjustment and lock-in treatments and wearing of uv protective eyewear." Additionally, "seventeen (17) to 21 days after surgery, the patient is to return for examination and a 1st adjustment treatment. Subsequent second and third adjustment treatments, if necessary, are all separated by 3-5 days. The subject will receive the 1st lock-in treatment 3-5 days after the final adjustment treatment. If necessary, lock-in #2 may be performed 3-5 days after lock-in #1."should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with the light adjustable lens (lal) completed two light adjustments post-operatively and did not return to the clinic to complete the required lock-in treatments. Approximately 17 months later the patient returned to the clinic and completed a third light adjustment. The lens was subsequently explanted 16 months later from the right eye due to central opacification of the lens and patient complaint of glare. No additional information has been provided.